Event description:
A report was received that the pt's precision system was explanted because the pt was experiencing pain at the pocket site all the way through the lead site. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The leads and lead extensions are not being returned to bsn as they were discarded by the medical facility.